Manufacturer narrative:
The reported events of inability to interrogate and backup mode were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-34962. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker had loss of inductive telemetry and was in backup vvi mode. The patient's right ventricular lead was also oversensing noise, and had a drop in pacing impedance. The pacemaker was explanted and replaced, and the patient's right ventricular lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable throughout.